Event description:
A report was received that the patient was experiencing sharp pain in the back. It was noted that the lead was causing the patients pain. Database analysis revealed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient will undergo an scs replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg, leads and clik anchors were replaced. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead model #: sc-4318 lot #: 19540151 description: clik x anchor.

Event description:
A report was received that the patient was experiencing sharp pain in the back. It was noted that the lead was causing the patients pain. Database analysis revealed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient will undergo an scs replacement procedure.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the device passed all tests performed. Device history and sterilization records did not find any anomalies or deviations that potentially relate to the reported event. Sc-2317-70 (B)(4) device evaluation indicated that the device passed all tests performed. Device history and sterilization records did not find any anomalies or deviations that potentially relate to the reported event. Sc-4318 (ln 19540151) device evaluation indicated that the device passed the test performed.

Event description:
A report was received that the patient was experiencing sharp pain in the back. It was noted that the lead was causing the patients pain. Database analysis revealed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient will undergo an scs replacement procedure.